Event description:
It was reported that the patient presented at the clinic with a hematoma, swelling, and discomfort due to pocket erosion. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead due to pocket erosion. A new dua-chamber ICD was replaced. The patient was in stable condition.